Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent surgery for the implant of a permanent scs system. It was reported intra-operative testing revealed high impedance readings for the lead. The physician allegedly repositioned the lead several times with the same results. A new lead was used and the issue was resolved with the placement of the new lead.